Manufacturer narrative:
(Clarification): the exact date of reported event is unknown; however, the procedure was reportedly performed in (B)(6) 2016. (B)(6). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. Without a lot number the device history record review and the investigation is unconfirmed, therefore, it could not be completed; no conclusion could be drawn, as no product was received if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
It was reported that during a pfna procedure, the surgeon was tightening the set screw into the nail, and used the screwdriver as per surgical technique. Upon removal, the screwdriver got a bit stuck and the surgeon had to apply more force to remove it. There was no delay in procedure, no adverse event to the patient, and the surgery was completed successfully. The exact event date is unknown, occurred at the end of (B)(6)2016. No further information is available for this case. This complaint involves one part. Concomitant devices: unknown nail part# lot# quantity 1 , unknown screw part# lot# quantity 1 this report is 1 of 1 for (B)(4).